Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the hcp stated the patient was being hospitalized due to overdose symptoms, and they thought the pump that was just implanted a few days prior was the cause. The hcp asked for someone to come in and turn the pump off. An agent connected the hcp to the national answering service (nas) to page a field manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.